Event description:
It was reported the subject device had air leakage at the connector section (with seal). No patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure for evaluation and the customer's allegation was confirmed. The evaluation also identified cracks on the connector. A definitive root cause for all evaluation findings was unable to be determined. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had air leakage at the connector section (with seal). No patient involvement.